Event description:
Further it was reported that surgeon used another set to complete the procedure. Surgery was completed successfully with no surgical delay. Patient outcome reported as good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.037.017; lot: 9409790; manufacturing site: bettlach; release to warehouse date: 13.mar.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: background: it was reported that during an unknown trochanteric fixation nail-advanced case on (B)(4) 2018, the tip of the cannulated cruciform screwdriver broke off while the threads on the guide sleeve and buttress compression nut were both broken. It is unknown if there was a surgical delay. The patient's status and surgical outcome were both unknown. Investigation flows: damage: visual (appearance not as expected). Visual inspection: visual inspection of the returned device performed at customer quality (cq) revealed damaged thread but not broken thread, which does not agree with the reported complaint condition of broken thread. There are several areas of damaged thread. Some resemble damage from contact with serrated teeth pliers. The returned sleeve has a missing red color indicator, the missing epoxy was investigated by relevant actions and does not require any additional investigation in this complaint investigation. Therefore this complaint is confirmed but for the condition of damaged thread, instead of the reported condition of broken thread. Document/specification review: the returned device was manufactured in march 2015. The device history record shows this lot of 50 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The design drawings for blade/ screw guide sleeve were reviewed. The blade guide sleeve (03.037.017) is a reusable instrument in the trochanteric fixation nail advanced system is used to help with head element insertion. No product design issues or discrepancies were observed. Dimensional inspection: dimensional analysis on the blade/ screw guide sleeve major thread diameter of the shaft near the damage measured ø16.52 mm (ca592) that falls within the specification of ø16.52mm +0/-0.03mm, based on drawing. However, as previously mentioned there are several areas of damaged thread. Some resemble damage from contact with serrated teeth pliers. Conclusion: a definitive root cause for the device's thread becoming damaged could not be determined based on the provided information. A corrective and/or preventative action for the missing red epoxy is already launched. See related action. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown trochanteric fixation nail-advanced (tfna) procedure on (B)(6) 2018, the tip of the cannulated cruciform screwdriver broke off. It is further reported the threads on the blade/screw guide sleeve and buttress/compression nut were both broken. It is unknown if there was a surgical delay. The patient's status and surgical outcome were both unknown. This report is for one (1) blade/screw guide sleeve. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.